Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. Device received with cracked lcd window

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and damage. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the act button did not work and that there was a crack on the insulin pump. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that insulin pump will be replaced. The insulin pump will be returned for analysis.